Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the atrial lead had increased capture threshold and low sensing values consistent with lead dislodgement. A chest x-ray was completed to confirm the lead's movement. The lead was explanted and replaced. The patient was stable.